Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, and prior cerebrovascular accident and transient ischemic attack. Complications reported included device stenosis, stroke, aortic stenosis, hospitalization/prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: assessment of the gradient gap after tavr with balloon and self-expandable valves: analysis of a large patient cohort b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "assessment of the gradient gap after tavr with balloon and self-expandable valves: analysis of a large patient cohort", was reviewed. This research article is a retrospective single-center experience to evaluate the discrepancy between postprocedural peak transvalvular gradients measured by transthoracic echocardiogram (tte) and invasive hemodynamic assessment in a large cohort of patient undergoing transcatheter replacement (tavr) and to assess whether that difference is associated with clinical outcomes. The devices included in the study were sapien 3, sapien 3 ultra, colibri, myval, evolut r, evolut pro, evolut pro+, navitor, and acurate neo. The article concluded that echocardiographic gradients measured immediately after tavr consistently overestimate invasive values, especially in patients receiving balloon-expandable valves, but that discrepancy does not appear to influence short or mid-term mortality outcomes. [The primary and corresponding author was nicolas dumonteil, groupe cardiovasculaire interventionnel, clinique pasteur, 45 avenue de lombez, 31076 toulouse, france, with corresponding e-mail: ndumonteil@ clinique-pasteur.com.]. This study included patients undergoing tavr for severe aortic stenosis using balloon or self-expandable valves from 01 january 2013 to 31 december 2024. A total of 1,798 patients were included in the study, of which an unknown amount received an abbott device. The average age of the balloon-expanded valves group was 82 years. The average age of the self-expanded valves group was 83 years. The majority gender was male. Comorbidities included dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, and prior cerebrovascular accident and transient ischemic attack.